Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was conducted as part of the investigation. The analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735737, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was receiving error code 64 "querying another patient exam." The system had to be restarted.